Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment of unable to interrogate was confirmed. It was also determined that the connection was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer was unable to interrogate a new cardiac resynchronization therapy pacemaker (crt-p) implanted with the mobile programmer. It was noted that the patient also had a leadless implantable pulse generator (ipg) implanted which was off and the mobile programmer identified both devices. The user selected the crt-p however the mobile programmer was unable to interrogate. The mobile programmer was changed out for another model programmer. It was also reported that the reports from the implant session were not saved. No patient complications have been reported as a result of this event. It was determined at analysis that the mobile programmer application had an unstable connection.